Event description:
It was reported that the homechoice device sparked from the power switch when the registered nurse turned it on after setting it up. This was the first time the device had been used. The patient was not connected and no injury was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the spark was determined to be due to a fuse blowing. The accomp board, power supply and fuse were replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and analyzed. An event history log review revealed that no therapies had been previously performed using the hc. Visual inspection revealed that the fuse, accomp board, and power supply were blown. The accomp board, power supply, and fuse were replaced, after which the hc was able to pass all functional and electrical service tests. Upon completion of the evaluation or if additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.